Event description:
The customer reported that a pt died while connected an mx800 monitor; however, the monitor was not at fault and functioned as it should have.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.